Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: exp. Valve will not hold pressure. No patient involvement.

Event description:
The following was reported to hamilton medical ag: exp. Valve will not hold pressure . No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.

Manufacturer narrative:
It was reported that the flow sensor calibration failed during preventive maintenance. No patient was involved. The event did not cause or contributed to a death or serious injury of a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective expiratory valve assembly. After replacing the expiratory valve assembly, the device was released back into use.